Event description:
At the end of performing a stereotactic core biopsy there was a very loud "pop" and the canister on the atec machine lifted at the same time-as if it was under extreme pressure. Tech thought the blood was going to be sent shooting everywhere.